Manufacturer narrative:
The insulin pump was received with loud motor noise during rewind due to faulty motor also, with a high sleep current measurement the problem was isolated to the printed circuit board. However, the insulin pump passed self-test, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call indicating that patient insulin pump had a drive/motor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated motor is very noisy during rewind and manual prime. There is no motor error and pump was not exposed to magnetic field. Customer insists on replacement. Customer was advised we are sending replacement pump. The customer was asked verbally and in written form to return the broken pump for analysis.